Manufacturer narrative:
It was reported to matrix surgical USA that a 23-year old female patient was diagnosed with a post-operative infection on (B)(6) 2019 following a malar implantation procedure on (B)(6) 2019. Symptoms included pain, drainage, and fever. The implant was removed on (B)(6) 2019. The report indicates that there was adequate tissue for the covering of the implant without excess tension. There was no previous trauma or scarring to impacted tissue. The surgeon administered an intaroral surgical approach. Screws were used to fixate the implant. Additionally, the hospital does have procedures in place to prevent infection and for sterile device handling. There was no nonviable tissue in the wound and no hematoma formation. No other complications were noted. Multiple attempts for additional information have been made to no avail. The initial reporter was contacted via email on 05/23/2019, 05/29/2019, and 06/ 24/2019. No additional information was received. The product was not returned for further evaluation. The lot number was provided and a review of the manufacturing records was performed. There were no non-conformances identified and no deviations were documented throughout the processing of the product. A review of the sterility results were conducted. All sterility specifications met requirements upon product release. Based on the limited information provided, no conclusion can be made. Conclusively, infection is a known inherent risk of any surgical procedure. The instructions for use list superficial and/or deep infection as a possible adverse effect.

Event description:
According to the initial report, a 23-year old female patient was diagnosed with a post-operative infection on (B)(6) 2019 following a malar implantation procedure on (B)(6) 2019. Symptoms included pain, drainage, and fever. The implant was removed on (B)(6) 2019. The report indicates that there was adequate tissue for the covering of the implant without excess tension. There was no previous trauma or scarring to impacted tissue. The surgeon administered an intaroral surgical approach. Screws were used to fixate the implant. Additionally, the hospital does have procedures in place to prevent infection and for sterile device handling. There was no nonviable tissue in the wound and no hematoma formation. No other complications were noted.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a (B)(6)-year old female patient was diagnosed with a post-operative infection on (B)(6) 2019 following a malar implantation procedure on (B)(6) 2019. Symptoms included pain, drainage, and fever. The implant was removed on (B)(6) 2019. The report indicates that there was adequate tissue for the covering of the implant without excess tension. There was no previous trauma or scarring to impacted tissue. The surgeon administered an intraoral surgical approach. Screws were used to fixate the implant. Additionally, the hospital does have procedures in place to prevent infection and for sterile device handling. There was no nonviable tissue in the wound and no hematoma formation. No other complications were noted.